Event description:
Option (original design, I believe) filter found to be multiply fractured, fragment(s) retained locally. Pt has advanced malignancy so for now, leaving in place. Will remove if she has good prognosis.